Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with lost sensor alarm. The customer's blood glucose level at the time of incident was 125mg/dl. Troubleshoot was conducted, and the cannula was found to be split. The device is being replaced and returned for analysis.